Event description:
Site reported undercorrections. Upon review of the data provided by the physician, it was determined that this pt exhibited a -.75 diopter undercorrection and a 2 line decrease in bcva at 3 month post-op in the right eye. This report is for the right eye. The left eye will be reported under manufacturer report # 1061857-2007-00372. Additional information has been requested.

Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 07/13/2007.